Manufacturer narrative:
Samples are available for evaluation and have been requested. If a sample is received, a supplemental report will be filed upon completion of the investigation. Also a quality notification review was completed for the reported lot number 3329113 and no issues were raised. (B)(4).

Event description:
It was reported by a consumer that as he was injecting himself with a bd integra 3ml syringe with detachable needle, that the needle came off and the consumer believed that the needle remained in his buttocks. The consumer called the paramedics to report this and when the paramedics arrived,they could not find the needle anywhere. The consumer then went to an urgent care where an x-ray was done, but the needle was not visualized. Of not the consumer was advised that the needle is a retracting needle and that it is possible that the needle retracted but he stated that it did not.